Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2022 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The returned spyscope ds ii was analyzed, a visual assessment was performed: signs of use in the form of elevator marks were noted on the shaft of the catheter. Elevator marks were measured approximately 37mm from the tip (see image #7 in the attachment). No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment for visualization was performed. The device was plugged into the controller. A live, clear image was displayed. No issues were observed with physical connectivity of the device. The umbilicus connector was visually inspected and no damage or defects were noted. The device was fully articulated in all directions; no issues were identified with the image; no issues were identified with the image. X-ray imaging of the distal tip showed no issues with the redistribution layer (rdl) or thru-silicon vias (tsvs) x-ray imaging of the handle showed no issues with the printed circuit board assembly (pcba) or camera wires. The handle was opened and the components within were visually inspected. It was noted that there was procedural residue on the plastic optic fibers (pofs) and camera wire in the breakout region, indicated procedural fluids had flowed back up the optics lumen into the handle during use. The tip was blocked, and saline was flushed through the irrigation tubing to induce backflow of saline into the optics lumen. This caused the image to be disrupted, with blue/orange lines across the screen and a purple hue, leading to a full loss of image. The saline was drained from the optics lumen and the image was restored. It was noted during inspection of the device that it did not contain the couplers intended to prevent leakage into the optics lumen. The reported event was confirmed. During product analysis, it was noted that procedural residue remained at the top of the optics lumen in the breakout. The optics lumen was filled with saline, and the image was disrupted. Draining the optics lumen resulted in the restoration of the image. The image signal does not withstand the change in capacitance created by the introduction of saline into the optics lumen, and procedural factors can cause this fluid to enter the optics lumen during use. An investigation to address this problem is in progress. Therefore, cause traced to device design is the most probable cause selected for the complaint. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that spyscope ds ii access & delivery catheter were used during endoscopic retrograde cholangiopancreatography (ercp) performed on an unknown date. During the procedure, spyscope stopped working. The image failed and the screen turned black. The procedure was not completed due to this event. No patient complications have been reported as a result of this event.